Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a ventricular premature beat (vpb) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. There was resistance and the valve was displaced. During the procedure the inner sheath (dilator) couldn¿t advance in the outer sheath due to invagination of outer sheath orifice displaced valve). A second sheath was used to complete the operation. There was no report on adverse event on patient. When washing the sheath in vitro, the inner sheath is put in and the outer sheath is sunken (valve). It is difficult to put in the inner sheath and has great resistance. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable.

Manufacturer narrative:
On 21-jul-2022, the product investigation was completed based on a video of the complaint device. Device investigation details: according to the video provided by the customer, the hemostatic valve was dislodged inside the hub component and may have caused resistance when trying to insert the dilator. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed based on the video received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Additionally, on 12-aug-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent a ventricular premature beat (vpb) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. There was resistance and the valve was displaced. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of the hub component also a bent shaft was observed close to the handle. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodgment is related to the resistance reported by the customer. Due to the conditions of the hemostatic valve, an internal action was opened. The device history record (DHR) for lot number 00001797 has been received and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).